Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the physician attempted to loop the catheter around the right inferior pulmonary vein to obtain proper positioning prior to the first application. The catheter nose was kinked multiple times during positioning and the guidewire could no longer be advanced. The catheter was removed from the body, and the physician stated the catheter nose was permanently kinked and damaged. The catheter and guidewire were switched, and the case was completed. No patient complications have been reported as a result of this event.